Event description:
On operating, after coagulated the tissue, the jaw could not be opened. The instrument could not be released from the tissue. The tissue was cut around the jaw in order for the device to eb released. Procedure type: splenectomy.